Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
Senseonics was made aware of an incident where user reported an unsuccessful removal attempt of the sensor on (B)(6) 2024. The sensor's site is the left arm.the sensor was palpable before the incision.transmitter and ultrsound weren't used to localize the sensor.

Manufacturer narrative:
Despite multiple attempts being made to the user to gather more information regarding the reported event, the user remained unresponsive. No further follow up was possible on the status of sensor removal. B4.date of this report (B)(6) 2025. G3.date received by the manufacturer? 02 may 2025. H6. Health effect - clinical code updated to 4582. H6. Investigation findings updated to 3221. H6. Investigation conclusions updated to 67.